Event description:
It is initially reported by a patient that she developed a central corneal ulcer in her left eye (os) which had resolved. Additional information was provided on (B)(6) 2013 by the treating eye care professional (ecp) stated that the clinical diagnosis was keratitis with a small corneal ulcer. The ulcer was less than 1/4mm in size. The patient experienced moderate pain, moderate redness, watery discharge, and no anterior chamber reaction. There was an infiltrate that was less than 1/4 mm located under the ulcer. There was moderate corneal staining less than 50% of the cornea. There was no scarring noted. The patient was prescribed vigamox q 2h for one day and then quid for 7-10 days. The patient had a follow up appointment the following day. It is reported that the patient has resolved and contact lens wear resumed.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).